Manufacturer narrative:
The device first underwent a status interrogation. The clinical observation was confirmed, the device reported the status eos after an implantation time of 44 months. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was supplied and the device detected the fibrillation signal as expected. A charge process followed the detection, which was aborted, indicating battery depletion. The device was then opened. The battery was discharged. The current consumption of the electronic module was examined and was unremarkable. The electronic module was connected to an external voltage source and underwent an electrical function check. A fibrillation signal was supplied repeatedly and the module reacted according to specifications with a defibrillation shock. The specified energy level was reached. The current consumption of the electronic module under load continued to be unremarkable. The battery was returned to the MFR for a destructive analysis. The x-ray examination did not show any anomalies in the internal structure. The battery was opened. A damaged inner insulation was identified during the visual inspection. This impairment allowed an increased internal self-discharge, which contributed to the premature battery depletion. This is not a systematic device behavior. In summary, the analysis of the ICD detected premature battery depletion. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be in order.

Event description:
After an implantation time of about 44 months, this device was explanted due to it being eos. No deterioration of the pt's state of health was reported.